Manufacturer narrative:
(B)(4). Device passed self test and displacement test. Programmed correct time/date and monitored 12 days. No unexpected time/date anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had time clock anomaly. Customer¿s blood glucose was 162 mg/dl at the time of incident. Customer states the loss was greater than 3 minutes within 10 days. Customer states loss was greater then 9 minutes within 30 days. The insulin pump will be returned for analysis.